Event description:
Patient was revised to address loosening of the stem. The surgeon also wanted to change from metal to poly liner, but the metal liner could not be disengaged from the cup, so the well-ingrown cup also had to be removed. **update* (B)(6) 2012 - medical records were received from legal. Although formal litigation has not been received at this time, it is reasonable that the patients complaint is due to the metal on metal devices. The femoral head was added to the complaint. Records are available on disc if further review is needed.

Manufacturer narrative:
**Update* 11/20/2012 - medical records were received from legal. Although formal litigation has not been received at this time, it is reasonable that the patients complaint is due to the metal on metal devices. The femoral head was added to the complaint. Records are available on disc if further review is needed. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pfs and medical records received. Pfs alleges pain, trouble walking and trouble performing daily activities.

Manufacturer narrative:
(B)(4). No device(s) associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A complaint database search did find additional related reports against the metal liner and/or femoral head product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per procedure. A worldwide complaint database search found no additional related reports against the remaining product code/lot code combination(s). Based on the inability to find any additional related reports against the provided product code/lot code combination(s) it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Not returned.

Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle ppf received. Ppf alleges metal wear, metallosis and elevated metal ions. The cup, head, liner and stem were revised on jan 30, 2012. Doi: (B)(6) 2006; dor: (B)(6) 2012; right hip.